Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump did not infuse overnight despite the pump counter indicated that the entire volume was infused, but the infusion bag was still full. The infusion rate was 146.4 ml/h with a vol/tot of 2520. No issues in the infusion line. No patient injury occurred and no medical intervention was required.

Manufacturer narrative:
Other text: device evaluation- tamper seal is undamaged. Device is in a good condition apart from bubbled dso seal. No problem found in the event history log. Device was visually checked. Ehl was downloaded and checked. Accuracy and functional tests were performed - tests passed. Customer stated problem couldn't be replicated. Dso seal will be replaced. Product is beyond a year from manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect, so a DHR review was not performed. Service history review identified this device was previously repaired on 07-mar-2022 for preventive maintenance. These repairs should not have resulted in this complaint.